Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The date of surgery was (B)(6) 2017.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 03.130.010, lot # h082498. Release to warehouse date: (export only) sept 02 2016, supplier: (B)(4). No non conformance reports (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed on the subject device. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. This complaint is confirmed. The distal tip of the returned stardrive screwdriver shaft is broken. An oblique fracture pattern exists and the remainder of the stardrive tip is slightly twisted in the direction of resistance met during screw insertion. The broken off tip fragment was not returned to us customer quality (cq). Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No product design issues or discrepancies were observed. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to tighten screws to the plate. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver, causing the tip to twist and ultimately break due to the force exceeding the material strength. Note: the complaint category of "appearance / state not as expected, damage unspecified" was selected at the time of complaint intake based on the reported information. However, the failure code of "tip broken, procedural step unknown" was selected for this investigation summary to account for the as received condition of the device at us cq as the tip is broken and no details of when the device actually broke were provided. The 03.130.010 stardrive screwdriver shaft is an instrument used in the variable angle locking hand system. A dimensional inspection of feature(s) relevant to this complaint could not be obtained at us cq due to the broken fracture surface and remaining tip being twisted. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery it was discovered that the screwdriver shaft was damaged and unusable. The surgery was not prolonged and there was no impact for the patient. The set was opened during the surgery and detected that it was damaged. It is not known if the instrument was damaged before delivery or during sterilization. Patient is unaffected and the surgery was successfully completed. During manufacturer preliminary investigation of the returned subject device, it was identified that the tip of the screwdriver is broken off; and the fragment was not sent back. This condition was reassessed and determined to be reportable on july 20, 2017. This report is for one (1) stardrive screwdriver shaft (B)(4).